Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis, both leads were checked visually, electrically, and mechanically. The analysis of the safio s 60 sn (B)(4)detected multiple signs of abrasion along the lead. Approximately 29 cm distal of the is-1 connector pin, the lead body and the insulation were massively damaged by squashing. In this area, the inner conductor helix was fractured, which was confirmed by the electrical analysis. The observed damage pattern indicates an excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The visual inspection of the safio s 53 sn (B)(4) revealed cuts in the insulation and a deformation of the outer conductor helix, which are likely a result of the explantation process. Blood had entered the lead. The analysis of the safio s 53 sn (B)(4) showed no further deviations. The manufacturing processes of both leads were reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.

Event description:
Ous MDR - after an implant period of approx. 38 months, this lead was explanted and replaced on suspicion of an insulation issue.